Manufacturer narrative:
(B)(4). Batch # 246a30. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45nk device was received with no apparent damaged and with a tr45w reload loaded on the device. The returned reload was partially fired 1/10. The returned device was tested for functionality with a test reload and it fired, and all the staples formed as intended. The staple line was complete and the staples meet the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, x94p0f, and no non-conformances were identified. Manufacturing date: (B)(6) 2022, expiration date: 02/28/2027.

Event description:
It was reported that the device would not fire after assemble cartridge with body. No patient consequences reported. No further information is available.